Event description:
In 2008, it was reported to boston scientific corp that a prolieve thermodilatation kit was used during a benign prostatic hyperplasia (bph) procedure a week prior. According to the complainant, during the procedure, when the prolieve catheter was removed after the procedure, it was noticed that a metal wire inside the catheter had poked through the catheter wall. The procedure was completed with this prolieve thermodilatation kit. No pt complications were reported as a result of this event. The pt's condition was reported as "fine" and no perforations were noted.

Manufacturer narrative:
The lot number of the prolieve thermodilatation kit is not known; therefore, the device MFR date and expiration date cannot be determined. The device has been received, but an eval has not yet been performed. Therefore, a failure analysis is not available and we are not able to determine the relationship between this device and the cause for this event.